Event description:
It was reported that during follow up, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were made.